Event description:
Additional information received from the consumer reported that a manufacturer's representative (rep) never contacted the patient about restarting the implantable neurostimulator (ins). It was recommended for the patient to establish themselves with a healthcare provider (hcp) and then request a restart.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported being unable to charge. The patient repositioned the antenna, but there was still no communication with the implantable neurostimulator (ins). The "reposition antenna" screen appeared on the recharger. The patient reported not being able to communicate with another external device either. The patient programmer was tried and the "poor communication" screen appeared. The patient was not sure if, when recharging last week, any coupling bars appeared. No symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported forgetting to bring the recharger while having gone on a two week vacation resulting in the inability to communicate/ connect with the ins. The patient called the device manufacturer, and made an appointment with the physician to assist with reprogramming. The issue has not been resolved as the physician was not able to assist in jump-starting the ins.